Event description:
Handpiece overheated during a wisdom tooth extraction procedure and patient received a minor burn injury to the exterior portion of their lip. The burn had visible redness without blistering. The injury has healed normally without any additional complications or need for medical treatment. Doctor was unable to identify the specific device involved in the adverse event but was able to identify two possible devices. This report is for one device involved and a second report will be made for the other device.